Event description:
It was reported that when the bulb was taken out of the box and installed in the lightsource, the bulb did not function.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.